Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femoral component catalog #: ni lot #: ni, unknown tibial component catalog #: ni lot #: ni. It is unknown at this time whether the complainant will return the product to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address dislocation of the polyethylene articular surface from the femoral and tibial components. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this complaint: 0001822565-2018-05502 0001822565-2019-01729

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: - (B)(4). Concomitant devices ¿ distal femoral component size c left catalog #: 00585004301 lot #: 64036508, fluted straight precoat stem extension 10mm x 130mm catalog #: 00585205010 lot #: 63351427, stem collar 30mm catalog #: 00585204030 lot #: 64034180, cement shield hinge service kit size c catalog #: 00585007513 lot #: 62384573

Event description:
No further event information available at the time of this report.